Manufacturer narrative:
The disposable handpiece was not returned; therefore a failure analysis was not performed. A device history record (DHR) review was conducted for the reported handpiece lot number. The lot was released meeting all qa specifications. The radio frequency (rf) controller was returned and a full evaluation was conducted. The relationship between the rf controller and the adverse event could not be established.

Event description:
The physician performed hysteroscopy including a d&c on the anteverted uterus. On initial insertion of the ablation device there was some difficulty opening the device. The device was removed, re-inserted and opened without difficulty. The system was activated and an uneventful ablation procedure was completed. Post-treatment hysteroscopy revealed a well ablated surface and good uterine distention. The patient was discharged. Approximately 6 days later the patient reported to the ER with onset of severe abdominal pain. CT scan was performed and indicated presence of free air in the abdominal cavity. Laparotomy was performed and a perforation in each of the small intestine and fundal region of the uterus were identified. End-to-end bowel anastomosis was performed. The patient was discharged home 5 days later.